Event description:
Philips received a complaint from customer biomed, reporting the v60 ventilator would not power off when the power button was pressed. The device was reported to be in clinical use. There was no report of harm, no delay in therapy. The device was exchanged for an alternative ventilator and removed from service. A philips sales representative reported the device power button did not respond to user input.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and was unable to reproduce the reported issue. The user interface (ui) printed circuit board assembly (pcba) was replaced as recurrence preventive action. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.